Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer observed air bubbles in the infusion set cannula. Customer's blood glucose level was 438 mg/dl. Customer performed a supply change to address the issue.